Event description:
Caller reported that insulin gauge on the pump displayed an amount different than expected. After conducting various steps to correct the issue, there was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.